Event description:
The hcp reported that the pt was experiencing increasing pain and withdrawal symptoms and underwent pump replacement after an implant duration of 42 months. Specific symptoms or troubleshooting were not reported. The patient was receiving hydromorphone via the drug delivery pump. The patient recovered without sequela.